Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis on the medial side of the tibia, which contained a defect. The femoral component was loose at the cement/implant interface. Competitor cement was used at the time of original implantation. The insert had severe pitting on the top and bottom, and signs of delamination on the medial side. The surgeon indicated possible third-body wear may have been the cause. The femoral component was scratched up, and possible bone cement remnants were found embedded in the poly.